Event description:
Patient had mobility. Implant was to small in diameter. A larger/wider diameter was used on the replacement implant successfully. Implant was placed and removed the same day by the dentist.